Event description:
It was reported that an insulation anomaly was noted on the right atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The patient condition was unknown.